Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
At 2:30 pm the customer reportedly received the following results on the performa system within 10 minutes: 266 mg/dl and 42 mg/dl. Later that day at approximately 9:15 pm the customer reportedly received the following results on the performa system within 10 minutes: 47 mg/dl and 139 mg/dl. No adverse event was reported. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.